Manufacturer narrative:
This complaint is under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Conclusion and justification status: the complaint states locking trigger has snapped off. The investigation confirmed that the lever had broken as reported. It should be noted that a field safety notice was issued with regard to the lever breaking; stating that to reduce the possibility of leaving fragments in patients to adhere to the IFU which include inspecting the instruments to ensure that no instruments or pieces of instruments are left in the surgical site prior to closure the complaint shall be closed as under investigation and the product will be sent to the supplier for corrective action; it will be entered into the complaint database and monitored through trend analysis. Once the supplier report is received the complaint shall be reopened and updated.

Manufacturer narrative:
This complaint remains under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed.

Event description:
Locking trigger has snapped off.